Event description:
It was reported that patient was having a generator replacement due to nearing end of service. Later patient was admitted to hospital for increase in seizures. No additional relevant information has been received to date.

Event description:
Additional information was received that patient had a generator replacement due to battery depletion. The explanted generator will not be returned as it was discarded following surgery. The physician believed the increase in seizures is related to the generator being dead. A battery life calculation was performed, and the results were consistent with the physician statement that the generator was most likely completely depleted. No additional information has been received to date.